Event description:
The patient stated that he has experienced at least a dozen infusion set tubings partially or completely separate from the luer connection. He stated that he immediately changes the infusion tubing and his blood glucose has never been affected. He stated that he is aware of the recall and he checks the infusion tubing frequently for breaks. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.